Manufacturer narrative:
Complaint no: (B)(4). Mfg date - device manufacture date: september 2, 2015- september 3, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a ruptured reservoir. Microscopic inspection was performed and there were no signs of abnormality on either the interior or exterior surface of the bladder and stressmember. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. The device was filled with an unspecified amount of an unspecified antibiotic. The rupture occurred approximately twenty two hours into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.